Manufacturer narrative:
The esheath was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints for the appropriate complaint codes. Per instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under 3x magnification. The final esheath assemblies undergo multiple 100% visual inspections by both manufacturing and quality. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed due to lack of relevant imagery or returned device. As the device was not available for return, engineering was unable to perform functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per complaint description, 'when the valve was fully inflated, the commander delivery system balloon ruptured. Difficulties were encountered during the withdraw of the delivery system. Additional force was applied during the withdrawal attempt'. The balloon burst after deployment could have altered the balloon profile and become stuck on the sheath during withdrawal efforts. It is likely that additional force was applied to overcome the difficulty during withdrawal led to the sheath damage described. Although a definite root cause was not able to be determined, available information suggests that procedural factors (withdrawal of burst balloon / excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03037.

Event description:
As reported, during the deployment of a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured. During the deployment of the sapien 3 ultra valve in the aortic position, when the valve was fully inflated, the commander delivery system balloon ruptured. Difficulties were encountered during the withdraw of the delivery system. Additional force was applied during the withdrawal attempt, resulting in the separation of the balloon material and nose tip. When the delivery system was removed, the nose tip remained in the sheath. The sheath was removed, with the nose tip and balloon material. Upon removal of the sheath, it was reported that the sheath tip was tore approximately 3 inches. No injury to the patient was reported. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. The delivery system and sheath were retained by the facility and are not available for return at this time.